Event description:
The intra aortic balloon was inserted into the pt on 9/30/97 at 6:30 p.m. At another facility and removed on 10/6/97 at 8:30 p.m. The intra aortic balloon did not malfunction. Removal of the intra aortic balloon was required. The pt had thrombocytopenia and a transfusion was required. The pt went on to expire on 10/10/97. The contact stated that the pt's death was not a direct consequence of the intra aortic balloon therapy. The intra aortic balloon was returned to datascope. (Event complications: thrombocytopenia/transfusion - reported ) 6/19/98. (Pt's current status: expired - reported 6/19/98.)